Event description:
The customer reported to olympus, the video system center had no image. The issue was found during preparation for use. The patient was not under anesthesia. There were no reports of delay, patient injury or death associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Further evaluation found that there was dust inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the image issue was unable to be identified. Olympus will continue to monitor field performance for this device.